Event description:
Intense pain [pain]. Difficulty in walking [gait disturbance]. Case description: spontaneous report was received on 08-mar-2012 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The medical history of the patient was significant for osteoporosis and previous use of synvisc from (B)(6) 2011. On (B)(6) 2011, the patient initiated treatment with synvisc (hylan g f 20) injection, 2ml, weekly, in an unspecified joint. The synvisc lot number was not provided. On (B)(6) 2011, the patient received second synvisc injection. The following day, on (B)(6) 2011, the patient experienced difficulty in walking due to intense pain. The patient was treated with joint injection of triamcinolone acetonide (20 mg) and oral nonsteroidal anti-inflammatory drugs (nsaids). On (B)(6) 2011, the events of difficulty in walking and intense pain recovered. The action taken with synvisc was not provided. Concomitant medications were not provided. The intensity for the event of difficulty in walking and intense pain was not provided. The reporting physician assessed the relationship between synvisc and event of difficulty in walking and intense pain as possible. This is 1 of the 8 cases reported by same reporter. The total list of cases created from this reporter is (B)(4).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 09-mar-2012. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comments: the benefit-risk relationship of the product is not affected by this report.